Event description:
The customer reported the image of the video system center was flickering causing interference, but the image was visible. Other scopes were tried, but the issue was not resolved. The issue was found when preparing the device for use. The procedure was completed using a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no image and the video connector socket was faulty. The report is being submitted due to the defects found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: it is incapable of securely handling and securing the scope video causing flickering image with ltf 190 scopes. (The video socket connector was defective, with a defective and broken locking mechanism) and a deformed pip (picture in picture) connector, it was hard to connect sdi cables to the connector and required replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed with 180 scopes due to the defective patient board, as well the video socket connector is defective, with a defective and broken locking mechanism. Olympus will continue to monitor field performance for this device.